Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6-7 cm in diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck diameter was 30mm to 40mm to 29mm form proximal to distal (peanut in shape). It was reported that the stent grafts were successfully implanted. The bifurcated stent graft was placed at the lowest renal artery. Due to the patient's high creatinine levels a non-contrast CT was done pre-implant. The final angiogram showed a small type I endoleak. The physician believes that the endoleak will resolve and no intervention was performed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (irregularly shaped aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (irregularly shaped aortic neck).